Event description:
It was reported that while using an ilet system, the user experienced high glucose that was identified by reports and confirmed by the user, who does not readily perceive hyperglycemia. The elevation was counteracted by a supply change, after which glucose returned to normal. Symptoms included hyperglycemia peaking at 244 mg/dl without reported sequelae. Outcomes included troubleshooting and education with treatment provided, and the user did not revert to alternative therapy despite any device shutdown or stoppage. Investigation included assessment of device performance and user guidance, focusing on possible supply-related contributors. Investigation of this case revealed that the high glucose was associated with a supply issue, and resolution occurred following the supply change, indicating device function restored without persistent malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user management and supply-related factors rather than a confirmed device failure.